Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient presented with pain in right hip area. Patient had total hip arthroplasty on that same side in (B)(6) 2019. Surgeon opened the hip capsule, removed a femoral head, poly liner. 6.5mm dome screw, hole eliminator, and finally, a loose sector cup. Surgeon would not elaborate on why he thought the cup was loose but it seemed on x-ray to be pushed deep into the pelvis. Surgeon claimed patient had fallen recently. No specimens were sent to the lab because the hip was not infected. Replaced all parts removed with a pinnacle revision cup, several screws, a new poly liner, apex hole eliminator and revision ceramic femoral head. The wound was irrigated with copious amounts of irrisept and closed. Doi: (B)(6) 2019; dor: (B)(6) 2019, right hip.